Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. There were no additional adverse patient effects reported. The ICD remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. There were no additional adverse patient effects reported. The ICD remains in service. Additional information indicates that the system was explanted due to infection. There were no additional adverse patient effects reported.

Manufacturer narrative:
This supplemental report was created to update the entry in d6b: explant date and h6: impact codes.